Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the refresh test step and displayed a red error/warning light when refresh process was started. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during a veterinary mandibulectomy surgical procedure, it was observed that the small battery drive device had low power after being fully charged and the sagittal saw attachment device was not working. There was a one minute delay to the surgical procedure. It was reported that spare devices were available for use and the surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.